Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('acute abdominal pain') in a (B)(6) female patient who had essure (batch no. D31451) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with morphine and surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: after removal (salpingectomy), a feeling of mutilation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('acute abdominal pain') in a 44-year-old female patient who had essure (batch no. D31451) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with morphine and surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. The reporter commented: after removal (salpingectomy), a feeling of mutilation. Lot number: d31451, manufacturing date: 2014-11, expiration date: 2017-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.